Event description:
It was reported that the device was implanted on (B)(6) 2012, for repeat repair of an incisional hernia. Post-operatively, the patient developed a wound complication. Upon re-operation, on (B)(6) 2012, it was discovered that the device had torn and the bowel was exposed. It was not a straight-line tear. The device was not explanted and repair was performed with another piece of strattice. However, as her abdomen was frozen, the surgeon was not able to get skin closure and the patient was left with exposed strattice with adaptic and vac therapy. On (B)(6) 2012, it was reported that the top piece of strattice had granulated in with the repair intact. She continued to be monitored as an inpatient.

Manufacturer narrative:
Method: review of the device history record, review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Results: review of the device history record resulted in no remarkable findings. Results of all qc testing, including tensile testing and suture retention testing, were acceptable. As of (B)(4) 2012, 134 devices from lot s10901 were distributed, including 85 devices that were reported as implanted, with one similar complaint reported to lifecell against this lot for intra-operative tearing. This complaint was reported on MDR 1000306051-2011-00015. Conclusion: the product was not returned to lifecell. Based on internal investigation, the device met qc release criteria at the time of release, including mechanical testing. This event is being reported as a serious injury that required surgical intervention to prevent permanent impairment. Not returned to lifecell.